Event description:
The complainant has reported that a patient underwent a therapeutic ercp for treatment. The hydra-jagwire was reported to have peeling and/or stripping of the coating. The customer returned four devices. MFR is unable to confirm the lot number for the device that was returned.